Event description:
Smj#cffk013. During the use of the product with an artificial respirator, leakage of air was detected. After removing the product from the patient, when they checked it, it looked like the product had a pinhole in it. No patient injury. Additional information. Psr: will the product be returning to smiths medical? Yes. ? Date of the event: end of may. ? Did the product issue cause or contribute to patient or clinical injury? No adverse event occurred. O if yes, was any medical intervention provided? Please explain. ? Patient information - no information. O initials o date of birth o gender o weight o ethnicity o race ? Relevant tests/laboratory data including dates psr :. ? Other relevant history, including pre-existing conditions . ? Did the patient receive medical treatment (anything that is not over-the-counter)? No adverse event occured. O if so, what? O please include relevant tests/laboratory date (including dates) ? What is the outcome of the event? Resolved. O resolved o ongoing. ? Concomitant medical products and therapy dates (excludes treatment of event).

Event description:
Information was received indicating that during use of a smiths medical portex blue line ultra tracheostomy tube, leakage of air was detected. The patient was reported to be on a respirator and required the tube to be removed from the patient. A pinhole was found on the tube following removal. There was no patient injury and no adverse effects.